Event description:
It was reported that a patient underwent a procedure utilizing a meniscal repair device on (B)(6) 2013. During the procedure, the device did not deploy correctly. The surgeon drilled an additional hole in the patient¿s bone and used another meniscal repair device to complete the procedure.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings states, "correct selection of the implant is extremely important. The potential for success in soft tissue fixation is increased by the selection of the proper type of implant."